Manufacturer narrative:
Codman has requested return of the perforator for evaluation.

Event description:
While drilling the second hole during a craniotomy procedure, the perforator stopped drilling and became stuck in the bone. The pt's dura was damaged.